Event description:
The following has been reported by customer: patient's son reported to customer that one of the syringe pumps had finished and was ringing. Customer realized that the syringe pump that was ringing should not have been finished at this time (3.30pm) but at 8pm, as the product was administered over 12 hours and not 8 hours as was the case. The patient received a double dose of the treatment administered (apomorphine 50 mg/10 ml viatris, injectable solution, vial), with no effect on the patient's condition. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The devices history record was reviewed, no event linked with the reported issue was found. Devices history logs were reviewed, and the data embedded in the history logs are insufficient to confirm the reported event. The reported device was received in brézins for investigation. According to our investigation, no anomalies were observed during the external visual inspection. Reproducible tests have been carried out and the first test was a displacement test and had showed compliant results. Then flowrate tests were performed, and all measurements were within IFU specifications (+/- 3%). Quality controls were carried out and the check was compliant for the device sn (B)(6). For this complaint, the reported issue could not be reproduced, and no root cause was identified, the complaint is therefore not valid. However, recommended actions are: perform the preventive maintenance on device because it is overdue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.